Event description:
It was reported by service report that the scale and bed exit were not working properly. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: all four load cells malfunctioned and had to be replaced.